Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
A 85-1 shower chair has a cracked seat. Advised is really old and parts are no longer available.